Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
Over 6 years prior to this report, the pump migrated and was removed. Per the patient, the hcp (healthcare professional), "pushed the pump all over my gut with the needle trying to find the port, but they could not find it to refill." The patient then requested that it be taken out. No patient symptoms were reported.